Manufacturer narrative:
Concomitant medical products: w2dr01, ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a low impedance warning was alerted on the right ventricular (rv) lead in bipolar configuration. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the low impedance warning occurred during the implant procedure.